Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue. The fse replaced the axes controller platform (acp) and the axes controller platform backplane (acpb); however, system error 32100 was still present.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has been requested to investigate the reported event. At this time, the fse investigation has not been completed.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure the system had a 32100 fault. An intuitive surgical (is) technical support engineer (tse) viewed system logs and noted 32100 faults pointing to axes controller platform (acp) 3. Tse advised hard power cycling the system to see if error clears. The procedure was aborted with no report of patient involvement. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed that the system is down. Spare parts are needed to proceed with the repair of the system.